Manufacturer narrative:
Initial and final MDR 1875330 - MDR 3003442380-2024-04727 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on 08-apr-2024. Event occurred after three hours of insertion. The set was in use for 6 hours. The insertion site was at abdomen. Blood glucose levels were between 400-500mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.